Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens was exchanged due to poor vision, glare and starbursts. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).